Event description:
The patient reported that she experienced a blood glucose (bg) of 65 mg/dl with shakiness and sweating. The patient reported that she lost (B)(6) in the last few months and has noticed for (B)(6) that she has had low bg in the morning. The patient stated that she had been turning the pump off for two hours in the morning to prevent hypoglycemia. The patient reported that she was able to treat her low bg with orange juice. The patient confirmed that all settings were correct and she disconnected before she primed. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. When the pump entered the prime step, the pump correctly displayed a message ¿disconnect inf-set from body¿. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the force sensor was found to be out of calibration; when the pump was opened contamination was found in the force sensor assembly.